Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced blurred vision. It was reported that after an atrial fibrillation procedure had been completed, the patient had complained of "blurriness" in their vision. It was reported that there could be an "ocular clot" that has resulted in vision loss in one eye of the patient; however, the type of injury was unable to be confirmed. However, it is believed that the injury was discovered via computed tomography (CT) scan, but this could not be confirmed. The medical intervention provided to the patient was unknown. The patient was reported to be in stable condition. A pentaray catheter and soundstar catheter were in use for mapping during the procedure. Farapulse system was also in use. The physician's opinion on the cause of the adverse event is "most likely boston scientific farawave". At one point during the procedure, the physician questioned if there was a clot/coagulant on catheter based on intracardiac echocardiography (ice) imaging but could not find evidence of it when removed from the body. Procedural activated clotting time (act) was 350-400.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Biosense webster inc. (Bwi) submitted manufacturer report number 2029046-2025-02747 on 19-aug-2025, which was based on reports mw5172391 and mw5172392 that were received from the FDA. However, after an internal review on 25-aug-2025, it was determined that the above-mentioned mw reports originated from a previously reported adverse event notification, sent to the FDA on 02-jul-2025 by bwi, with reference to (B)(4). On this adverse event notification, the most suspected device is boston scientific farawave catheter. Therefore, it is considered that manufacturer report number 2029046-2025-02747 was erroneously reported and will no longer be considered MDR reportable against any biosense webster inc. Devices. As such, h 6. Health effect - clinical code, h 6. Health effect - impact code, and h 6. Medical device problem code have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).